Manufacturer narrative:
(Model number) was incorrectly documented in the initial and MDR follow up #1 report. Model number has been updated.

Event description:
A health care professional reported that a patient received a high adc reading of >500mg/dl (greater than 500 mg/dl) as compared to a laboratory reference reading of 150 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported was found in the meter's memory.

Event description:
A health care professional reported that a patient received a high adc reading of >500mg/dl (greater than 500 mg/dl) as compared to a laboratory reference reading of 150 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a high adc reading of >500 mg/dl (greater than 500 mg/dl) as compared to a laboratory reference reading of 150 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.